Event description:
Writer at bedside and cortrak was not flushing, cortrak was removed. Cortrak end not intact, 37cm of cortrak appears to still be in patient. Xcr (chest x-ray) obtained and confirmed; 37 cm of cortrak broke off in patient. Egd with percutaneous endoscopic gastrostomy tube placement and with removal of foreign body.